Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient; product ID 3889-33, lot# va0v2xd, product type: lead. (B)(4).

Event description:
The patient was implanted on the day of this call, reported never had therapeutic effect and was wetting herself. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. About 3 months later the patient reported that the patient did not feel stimulation and therapy was on. After increasing amplitude the patient felt stimulation in the correct area. When asked if she was having leakage the patient responded "I am having peeing." The change in symptom was considered sudden and she was back on the heavy pads. This issue occurred in (B)(6) 2015. The patient's relevant medical history includes urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.